Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy) resulting in difficult or delayed positioning (leaflet capture) associated with not being able to free leaflet out and insert it completely and migration associated with clip movement cannot be determined. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4. Xtw (lot: 40222r1082) was chosen for implantation. When the clip was maneuvered to the valve, before grasping, the septal leaflet became caught in the gripper. Troubleshooting was performed to attempt to improve leaflet insertion or free the clip, but the clip could not be removed. The clip was implanted as it was. After deployment, slight movement was observed with the clip so an additional triclip was implanted to stabilize and further reduce tr. The procedure ended with tr reduced to grade 2. There was no observed tissue or chordal damage or clinically significant delay.